Manufacturer narrative:
Spacelabs defines ventricular tachycardia as a run with three or more consecutive abnormal beats at a rate greater than 90 beats per minute where the second and subsequent beats in the episode are more than 15 percent premature as compared to the patient's baseline rate. The priority event report (this is a retrospective review of data from the smart disclosure tool hosted from the clinical access software application) was reviewed and our analysis showed two conditions that would prevent the alarms from occurring at the telemetry central monitor in connection with the 9 beat v-tach (ve run): the run rate for this episode was less than the qrs rate and was not greater than 90 beats per minute. The episode did not meet the 15 percent prematurity requirements for an alarm as compared to the patients baseline rate. In addition to our review of the priority event report, a field service engineer was sent onsite to evaluate the device itself. However, the device was still connected to a patient and the field service engineer was unable to complete an evaluation. No one has been injured as a result of this alleged malfunction. The report is considered final and the issue is closed.

Event description:
A 9 beat v-tach (ve run) in clinical access, however, at the central station it shows that the last "alarm violation" was 3 days ago.